Event description:
It was reported that the patient was experiencing pocket pain. The patient underwent implantable pulse generator (ipg) repositioning procedure. Patient was expected to fully recover.